Manufacturer narrative:
(B)(4). Product not returned for evaluation. Most likely underlying root cause: user had an inaccurate reference. Note: after protocol questions asked to customer in order to address his concern, customer stated " you are asking too many questions I will call back " and disconnected the call, so unable to obtain any further information.

Event description:
Customer complains of high results. Customer states that he feels well and requires no medical attention. The customer's expected blood results are 137-180mg/dl fasting. Customer called stating he received a result of 275 mg/dl on (B)(6) 2015 that he considers too high for him